Event description:
On (B)(6) 2023, nakanishi received an email from a distributor (B)(4) about a patient's accidental ingestion of a dental bur. Nakanishi also received FDA notification of a voluntary report made by a patient (MDR report# mw5161719). According to the distributor, there are two devices suspected to be involved in the event, but the dental office could not identify which one of the devices actually caused the following event. Therefore, nakanishi is submitting two separate mdrs for this event. This MDR is regarding the handpiece with the serial number (B)(6). Details are as follows: the event occurred on october 8, 2023. A dentist was finishing a composite restoration procedure on a patient using the nl9000s handpiece (serial no. (B)(6) and a composite finishing bur. During the procedure, the bur was dislodged from the handpiece, and the patient swallowed the bur, and the bur injured the patient's duodenum. The gi had to do an endoscopy to retrieve the bur and cauterize the cut inside the duodenum. The patient was admitted to the hospital overnight for observation. The distributor cannot confirm exactly what bur was used nor what happened to the bur once it was removed.

Manufacturer narrative:
The dentist refused to provide the patient's gender, weight, ethnicity, and race.